Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a sudden change in longevity. The only major change observed was that the patient was in atrial fibrillation (af). Boston scientific technical services explained that af could have caused the drop in longevity and suggested reprogramming if there was chronic af. However, the health care professional did not assume that af was chronic and decided to continue to monitor the device battery status. The device remains in service. No adverse patient effects were reported.